Event description:
It was reported the patient was unable to adjust stimulation. The patient programmer (pp) displayed a ¿in the box¿ icon. This occurred yesterday after performing the antenna locate on the recharger (insr). A coupling problem was reported, the patient had coupling issues for the past 2-3 charging sessions. This was reportedly because the patient tried using the antenna locate feature. Additional information received reported the patient received assistance from the manufacturer representative (rep) and had their concerns resolved at an appointment on 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID neu_recharger_acc, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ¿in the box¿ message was cleared by a clinician programming session. The cause of the patient¿s poor coupling was the battery position. The patient was reprogrammed and they would deal with the battery position and charging. The patient¿s therapy was good.